Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the proximal conductor fractured due to overstress, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right atrial (ra) lead dislodged during the removal of right ventricular leads. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.